Manufacturer narrative:
Country is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient had cerebral hemorrhage during implantation. The patient's restricted postoperative action could only be in bed, the problem with the cerebral hemorrhage had been improved. The main symptoms before operation were jitters and walking problems. Posteroperative jitters was slightly improved, however, the problem with walking has not improved and it is difficult to act now. It was unknown if there was more than 50% reduction in symptoms. It is unknown what measures have/will be taken. The patient was observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturing representative (rep) indicated the cerebral hemorrhage was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.